Manufacturer narrative:
No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to moisture damage to the force sensor resistor. The excessive no delivery alarm test and occlusion test could not be performed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a motor error alarm during the rewind process. Customer stated they did not expose the insulin pump to a high magnetic field. Customer's blood glucose was 96 mg/dl. The customer was advised the insulin pump needed to be replaced. Customer agreed to return the insulin pump for analysis.